Event description:
It was reported the insulin pump was not responding to her commands. Number kept ramping on there own and they won't stop. Customer's blood glucose was 118 mg/dl. Customer's mother does not recall any significant event that may have caused the keypad issue. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump power up properly after the battery was installed. The device was received with operating currents within spec. No unexpected battery out limit alarms noted. The device was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly. The device had cracked case at display window corners, cracked battery tube threads, minor scratched lcd window, missing end cap sticker, and bleeding lcd glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.